Event description:
Patient has scd (sequential compression device) boots on and pump machine is malfunctioning. One side will only sense the leg boot as a foot boot, other side works fine. Machine serial number is [redacted]. Applied new boot sleeve to affected leg without any change, still not sensing correctly. New machine brought to room and functioning as expected.